Manufacturer narrative:
(B)(4). Device evaluated by manufacturer: the returned product consisted of an angiojet solent dista thrombectomy system. The pump, shaft, and tip were visually examined and it was observed that the shaft and hypotube were detached and damaged 25cm from the manifold. A functional test showed that the device received a ¿check saline supply¿ error. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
Reportable based on analysis completed on 24april2017. It was reported that the pump bulb filled up with fluid. An angiojet® solent¿ dista was selected for use in a thrombectomy procedure and during the power pule mode it was observed that the pump bulb was filling with fluid and they could not proceed to perform thrombectomy. The catheter was replaced with a different device with no patient complications and the patient's status is fine. However, device analysis revealed a broken hypotube.